Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap assisted vaginal hysterectomy, the jaws would not open all the way before using it on the pt. Another device was used to complete the procedure. There was no pt involvement.